Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through resetting pump malfunction code, confirmed issue did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction returned.